Event description:
It was reported that one day post implant the patient experienced discomfort as they did not eat well with some weight loss and were not able to sleep well. They also experienced extracardiac and diaphragmatic stimulation. Atrial output set high at implant due to high threshold. Was left high in hope of threshold coming down. Thresholds came down the next day and confirmed stable at device check. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.